Event description:
It was reported that patient presented to clinic with device in back-up vvi reset mode without defib support. The patient was cardioverted 1-2 months ago for atrial fibrillation. The patient is still in af. The patient had dialysis and received a shock afterwards. Device reset was later detected. The device was replaced.

Manufacturer narrative:
Upon receipt, the device was found in backup vvi mode without defibrillation support due to a power on reset. Review of the device image indicated over current detection. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the power on reset was not conclusively determined.